Manufacturer narrative:
The field complaint about the phone not charging and no longer working was verified. The outer visual inspection revealed there was severe burn/charred damage to the charging port. Due to the severe burn damage, the unit was not plugged into the ac electrical wall outlet. Further inspection revealed that the back casing sustained burn/melted damage near the charging port and the plastic was warped. Due to the burn/charred damage, the mtx device could no longer be tested.

Event description:
This report is to advise of an event observed during analysis.